Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the instrument logs and test well images in question on (B)(6) 2016. The echo instrument is performing as expected, with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
Retrospectively it was determined that an event on (B)(6) 2016 was to be reported, which was an abo mistype on a galileo echo instrument.